Manufacturer narrative:
The product has not been returned to cordis for evaluation and testing this file is considered closed.

Event description:
The balloon developed a pinhole at the proximal marker band.